Event description:
On (B)(6) 2005, an ams intepro lite sling was implanted with a straight-in colpopexy system to treat the plaintiff for pelvic organ prolapse and/or stress urinary incontinence. It was alleged by the plaintiff's attorney that, as a result of the implanted product, plaintiff was caused and in the future will be caused to "suffer severe personal injuries, severe emotional distress," significant mental and physical pain, "has sustained permanent injury, permanent and substantial physical deformity, has undergone and will undergo corrective surgery or surgeries."

Manufacturer narrative:
Should additional info become available regarding this event it will be re-evaluated and a follow-up report will be sent.